Manufacturer narrative:
Patient weight not available for reporting. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for bilateral tibia fractures on unknown date utilizing the maxframe (multi-axial correction system) system. On unknown date, surgeon reports that the maxframe quick adjust struts are un-clicking and moving off of the correct strut numbers. Surgeon suspects this is due to patient¿s movement in bed. Patient¿s parents report self-movement of the struts on a daily basis. Removal of the devices will be scheduled sometime after (B)(6) 2018. This report is for one (1) maxframe quick adjust strut-medium. This is report 7 of 12 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: the initial complaint was reviewed and found not reportable. As per the received addtional information, 2-3 struts/side were affected. The surgeon believes that non-compliance may be a contributing factor. The surgeon does not believe that this issue is related to a product fault. The lot numbers of the struts are not known. The devices are still installed on the patient, and may be removed once the surgeon is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.